Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No reset error alarm was noted and the insulin pump passed the reset error test. The insulin pump was received with normal operating currents. No blank display was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a broken reservoir tube lip.

Event description:
It was reported the customer received an unexpected restart alarm on their insulin pump. Customer's blood glucose was 93 mg/dl. The customer stated the alarm was recurring and could not be cleared as their insulin pump was locked. The customer also stated their temp basal was not programmed before the alarm occurred. Customer was advised their insulin pump needed to be replaced. No additional information provided.